Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. In (B)(6) 2016, the patient had angiogram and required cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the coronary artery. A 2.25 x 32 synergy¿ drug-eluting stent was implanted to treat the lesion. Three days post-procedure, the patient was brought for another coronary angiogram due to ongoing pain and it was found that there was stent thrombosis. No further patient complications were reported and the patient's status was stable.